Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common computer controller (ccc) which allowed access to surgeon side console (ssc); however high-resolution stereo viewer (hrsv) nodes would not populate. Fse cleaned fibers at ccc and at hrsv connection on vertical rolling loop harness. The hrsv nodes would not populate. Fse replaced the vertical rolling loop harness which restored the hrsv nodes. The system was tested and verified as ready for use. Isi did receive the ccc involved with this complaint and performed the failure analysis. This ccc was returned for evaluation, and the reported issue was confirmed and replicated. The issue is not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed bricked through vmware. As a result of these findings, the root cause was determined to be a bricked ccc.

Event description:
During a field service activity, the field service engineer (fse) identified the surgeon side console (ssc1) was not connecting to the system after replacing the vision side cart (vsc) common compute controller (ccc). The fse unplugged console 1 from the rest of the system and powered up in standalone mode. Surgeon console would not initiate or home ergonomics/master tool manipulators (mtm)s. Fse checked system information on console 1 touchscreen and info was absent of cart information. Fse could not access cart in standalone mode via aperture. Symptoms lead to faulty ccc on console 1. There was no report of patient involvement.